Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary evaluation revealed that the misplaced implant was a result of skiving. The pre-operative workflow with was used to conduct a l5-s2ai revision. At the conclusion of the case, the s2ai-r screw was noted to be misplaced and subsequently revised intra-operatively. The software detected excessive forces on the load cell during bone work, which were consistent with skiving forces while a tool was inserted into the end effector. The system correctly identified and alerted the user to these forces and no dynamic reference base (drb) shifts were reported by the software or by the user. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.